Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 27-jul-2017. The most recent information was received on 23-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("significant bleeding") in a (B)(6) year-old female patient who had essure (batch no. 629303) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pain ("various types of pain"), uterine leiomyoma ("multiple fibromas"), fallopian tube disorder ("atrophied left fallopian tube") and fatigue ("recurrent fatigue"). In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2017, the patient experienced menopause ("complete menopause with the consequences"), vulvovaginal injury ("impossible to have sexual intercourse because labia minor injured during surgery") and depression ("depression"). The patient was treated with surgery (total hysterectomy with adnexectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, pain, uterine leiomyoma, fallopian tube disorder, fatigue, menopause, vulvovaginal injury and depression outcome was unknown. The reporter provided no causality assessment for depression, fallopian tube disorder, fatigue, genital haemorrhage, menopause, pain, uterine leiomyoma and vulvovaginal injury with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-aug-2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 581 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("significant bleeding") in a (B)(6) female patient who had essure (batch no. 629303) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pain ("various types of pain"), uterine leiomyoma ("multiple fibromas"), fallopian tube disorder ("atrophied left fallopian tube") and fatigue ("recurrent fatigue"). In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2017, the patient experienced menopause ("complete menopause with the consequences"), vulvovaginal injury ("impossible to have sexual intercourse because labia minor injured during surgery") and depression ("depression"). The patient was treated with surgery (total hysterectomy with adnexectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, pain, uterine leiomyoma, fallopian tube disorder, fatigue, menopause, vulvovaginal injury and depression outcome was unknown. The reporter provided no causality assessment for depression, fallopian tube disorder, fatigue, genital haemorrhage, menopause, pain, uterine leiomyoma and vulvovaginal injury with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 27-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("significant bleeding") in a (B)(6) year-old female patient who had essure (batch no. 629303) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pain ("various types of pain"), uterine leiomyoma ("multiple fibromas"), fallopian tube disorder ("atrophied left fallopian tube") and fatigue ("recurrent fatigue"). In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2017, the patient experienced menopause ("complete menopause with the consequences"), vulvovaginal injury ("impossible to have sexual intercourse because labia minor injured during surgery") and depression ("depression"). The patient was treated with surgery (total hysterectomy with adnexectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, pain, uterine leiomyoma, fallopian tube disorder, fatigue, menopause, vulvovaginal injury and depression outcome was unknown. The reporter provided no causality assessment for depression, fallopian tube disorder, fatigue, genital haemorrhage, menopause, pain, uterine leiomyoma and vulvovaginal injury with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 28-jul-2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 562 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-jul-2017: after an internal review, the number of similar reports was added in the respective field. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.